Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event regarding foreign objects can be detected and prevented by following the instructions for use which can be found in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. The event regarding burns on accessories can be detected and prevented by following the instructions for use which can be found in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited a foreign object in the nozzle, and the camera cover is burnt. There was no patient involvement.